Event description:
Patient reported deflation. Healthcare professional later reported deflation. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as cracked valve seat diaphragm valve and delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.